Event description:
The customer called technical support (ts) reporting that the device turned off on a patient. No patient injury reported. The customer requests onsite service to evaluate device. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirmed the reported problem. The fse obtained the diagnostic report (drpta) and looked at error codes but could not find any error codes leading to the cause of the unit turning off on patient. The fse performed a performance verification test according to the v60 service manual rev. P. Unit passed all test. Unit is ready for use. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The device was being used for treatment when the reported event occurred. There was no medical intervention provided to the patient nor a delay was noted.